Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she had lost coverage of her pain pattern. When reprogramming, a sjm representative found two of the contacts were invalid. She was able to program around the invalid contacts and capture some of the pain areas, but not all of them. The patient was to follow-up with physician regarding available options. Surgical intervention may be taken at a later date to address the issue.